Event description:
Device 2 of 3. Reference MFR reports: 1627487-2013-21249, 21257. The pt received two model 3183 leads with the same lot number. It was reported the pt underwent surgical intervention to reposition the leads due to experiencing headaches when stimulation is on. It was reported during lead repositioning, the physician noticed a lot of scar tissue where the lead was to be repositioned to allow for increased stimulation. There was also unintended motor stimulation. As a result, the lead was repositioned to a different location. The headaches have resolved post-operatively. It was reported one of the model 3189 leads (reported as device 3) was explanted and replaced during the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.